Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was over 600 mg/dl. Customer stated that she has had the worst day regarding blood glucose 381 mg/dl in the morning, took a bedtime snack because it was low at night time 2 hours after breakfast blood glucose was 600 mg/dl, noon blood glucose 574 mg/dl. Couple hours later over 600 mg/dl. Customer treated for high blood glucose with pen. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer had bent cannula. The insulin pump will not be returned for analysis.